Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The patient¿s blood glucose level was 156 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. No unexpected the main arm cannot communicate with the motor arm alarm noted during testing. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on keypad assembly.